Manufacturer narrative:
The cast cutter was received at the MFR for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the armature, rocker switch, and bearings, which were each replaced along with other components.

Event description:
It was reported that the cast cutter overheated. Multiple attempts to gather additional info on the event were unsuccessful. Pt involvement and adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.